Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that he removed the dental implant 10 days after its installation in intraoral region #24, because the patient wanted it out.